Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and other manufacturer right atrial (ra) lead had noise that was oversensed due to the minute ventilation (mv) feature. The patient has an intrinsic atrial rhythm. No inappropriate therapy was delivered. The mv feature was turned off, and the issue had resolved. Device remains in-service. No adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.